Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the suture.

Event description:
It was reported that during a dex procedure, the loop suture was cut when the surgeon was passing the tightrope through the fibula nail. Fragment was retrieved and the case was completed by using a new ar-8924ss.